Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. This incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(6), 9614392-2024-00012 for second associated incident report.

Event description:
This incident was received by via the online retailer, 1-800 contact, as reported to them by the patient and limited information provided. The patient alleges experiencing recurrent eye infections or symptoms resembling an eye infection. The patient has reported seeking medical attention and receiving an undisclosed medication. Good faith efforts have been made obtain more information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the alleged infection(s) with a lack of medical information, and potential for permanent injury. Should further information become available, a follow-up report will be submitted as appropriate. This incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(6), 9614392-2024-00012 for second associated incident report.